Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, bio ID does not work when logged on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required maintenance. A field service engineer (fse) determined that the biometric identifier (bio-ID) device was intermittently appearing and disappearing from device manager when the cable was toggled. The customer and fse replaced the cable with a spare. The bio-ID was then tested in hardware test application (hta) and passed successfully. The system functioned as intended after the field service engineer repaired the device.